Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. The required kit was not available.

Event description:
The customer reported that they ordered a proximal humeral plate (axsos iii) kit. The patient had been anesthetized and then the surgeon realized that they needed distal humeral plate (variax elbow). The case was abandoned.

Event description:
The customer reported that they ordered a proximal humeral plate (axsos iii) kit. The patient had been anesthetized and then the surgeon realized that they needed distal humeral plate (variax elbow). The case was abandoned.

Manufacturer narrative:
Correction: refer to h6 conclusion code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The investigation concluded that the device was booked incorrectly by the customer. Therefore, the root cause of this event is user related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.